Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition was unknown by the facility reporter. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered via facility medwatch report ((B)(4)) that while installing an arthrex anchor in the bone, it broke. Additional information obtained 5/6/2019: procedure was a left shoulder arthroscopy rotator cuff repair subacromial decompression, distal clavicle excision, debridement. Facility information confirms three anchors were used and one was explanted. Surgeon had deployed two anchors into the greater tuberosity. Facility was unable to ascertain if the broken anchor was fully retrieved or if any portion was left in patient. Facility also could not ascertain how the case was completed after the anchor broke, if there was any change to the planned technique or if there were any additional incisions made. Facility states that based on the information to date the item is not available to return for evaluation. Quality of the patient bone is unknown and it is also unknown if there was a bone punch, drill and/or tap used.